Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was supposed to go to surgery to have the implanted neurostimulator removed because it wasn't working. Caller said that something happened in the surgery so they are going to take one lead out and then patient will need MRI. Caller asked if MRI is still possible for the patient if the system is not working. Caller noted on friday they plan to put another dbs in. Agent asked caller for clarification on what not working means and caller did not know.